Event description:
The customer reported that an 840 ventilator exhibited safety valve open. It is unknown if malfunction occurred during patient use. The covidien customer support engineer (cse) did not duplicate the malfunction. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).